Event description:
Report received of an undocumented number of tubing "ruptures" during power injection. It was reported that this facility has just started using this device within the past month, and have had an undocumented number of "ruptures". No specific patient information was provided, but patients were requring unspecified CT scans with contrast. The patients had peripheral angiocatheters connected to a clave valve. An extension set was connected to the clave valve. The tubing from the power injector was then connected to the extension set. Approximately 150cc of contrast was injected at 250psi. Within the first few seconds of the injection, the extension set was reported to have "ruptured". There have been no reports of bleed back or loss of IV sites. The extension set was changed, and the injections resumed with no further problems. There have been no reported adverse patient effects or delays in diagnostic testing. Additional information was requested, but no further information was provided.